Manufacturer narrative:
The lock up failure was resolved by replacing the hard disk drive, reloading the software and restored last backup data.

Event description:
System locked up during a tee procedure. Procedure was completed on another siemens system.